Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. While seroma is a known adverse event that is listed in the IFU, no conclusion can be drawn at this time. We will submit a f/u report when/if product is returned for evaluation or additional info becomes available.

Event description:
In 2009 - the pt underwent open repair of a recurrent left upper quadrant ventral hernia repair with mesh. The following month - the pt was seen by surgeon for 1 week post-operative f/u visit. The surgeon noted a subcutaneous wound seroma. Using sterile technique, the surgeon aspirated 55 cc's of serosanguineous fluid from the wound. The incision was noted to be healing without evidence of infection. Per the progress notes, the physician reported, he will perform the repeat aspiration as needed.